Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the headache was unrelated to the dbs device. On (B)(6) 2020, the patient's hcp further clarified the symptoms as unrelated to the dbs device and that the patient "suffered from p arkinson's disease for about 20 years." Their symptoms were stated to have gradually worsened due to this.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was having issues with headaches on a daily basis for the past 2-3 months. They stated they had a replacement due to normal battery depletion on one of the implantable neurostimulator (ins)'s. The patient stated the pain was centered on the "right hand on side of head near hair" and that they could put their "finger on" the wire. They stated this was worse when the dyskinesia returns. When they turn the system off and back on they feel a short duration shock, "like a one-time shock," following the path of "the electrode." It was also stated the shocking sensation was 3 months ago. It was stated to be felt "on" their fingers and that it would "radiate down" to their fingers. It was also stated there had "been times where they "cannot move arm to neck" when this occurs. No programming changes had been made. The healthcare provider (hcp) put the patient on migraine medication and it was stated by the patient to have not helped "at all." They stated this was "all more pronounced" in the pm when levodopa wears off. There were also involuntary movements when this wears off. The hcp was stated to be trying to rule out "csf fluid." It was stated this "does better" lying down. C5, c6 fusion back in 1982. The patient stated the "shocking helps" when the patient wears their neck brace. The stated they had no history of headaches. They say nothing hurts when they wear their brace. They also stated they turned their ins off and "may try this again" when the shocking occurs to see if that relates to the ins being off. The patient had a CT scan and their hcp checked their impedances and nothing was found.